Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console was inspected on an engineering bench, and the blue pump receptacle was confirmed to be broken. The pump receptacle dust cover was missing. After momentarily replacing the pump receptacle, the console was tested with a known-good pump and purge. The field service engineer was instructed to replace the front panel optical connector and perform a full functional check on the console prior to returning to the customer. No issues were observed during testing. The root cause of the damaged blue receptacle and cover was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) optical cover needed replacement due to missing/broken cover. There was no patient harm reported.